Manufacturer narrative:
The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 05-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 05-jun-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 502750 (50.275 u). Dailytotalofbasalinsulindelivered: 301250 (30.125 u). Dailytotalofbolusinsulindelivered: 201500 (20.15 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 05-jun-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 05/31/2023 22:50:00.000. Insert battery alarm was recorded and found in the formatted history file on: 05/31/2023 23:26:19.000. 06/06/2023 12:46:16.000. Power loss alarm was recorded and found in the formatted history file on: 06/06/2023 12:46:57.000. 06/06/2023 12:47:05.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 and replace battery alert/replace battery now alarm noted 1 week prior to the event date 05-jun-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Power loss alarm was expected since the pump reset due to battery backup depletion. Earliest power data available per the power management tool/detail trace file is on 04-jun-2023 at 14:43:58 pm. There was no power data available for the date of 31-may-2023 at 22:50:00.000. Unable to check power data for low battery alert. Lostsensor1alert (780) was recorded and found in the formatted history file on: 05/30/2023 16:13:00.000, 05/30/2023 16:23:00.000, 05/31/2023 05:50:00.000, 06/01/2023 06:17:00.000, 06/03/2023 23:21:00.000, 06/03/2023 23:31:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label missing.. Cosmetic damage was confirmed at the back of the pump. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump having delivery issues because blood glucose running high for the last 3 days. Troubleshooting was performed and found a crack on the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for failure analysis.